Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately 10 years post deployment, patient experienced abdominal and leg pain. CT scan revealed that the struts of the filter extend beyond the ivc wall and it was found that one of the filter limb was fractured. Five months followed by, the filter was successfully retrieved but the detached limb was not able to retrieved and situated mostly outside of the ivc and did not definitively appear to be within the ivc. Therefore, the investigation is confirmed for filter limb detachment and filter limb perforation of the ivc wall.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter detached and struts perforated into organs. The device was removed . The detached filter struts were retained outside the vena cava wall in the abdominal area; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were provided. Medical records were provided and reviewed. Approximately 10 years post deployment, patient experienced abdominal and leg pain. CT scan revealed that the struts of the filter extend beyond the ivc wall and it was found that one of the filter limb was fractured. Therefore, the investigation is confirmed for the perforation of the ivc wall and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter leg detached and perforated the ivc wall. The fractured filter strut was retained in the abdominal ivc and the patient experienced abdominal pain. The device was removed percutaneously. The current status of the patient is unknown.